Manufacturer narrative:
G2: the country of the event is japan. Radiographic image review: the lateral x-ray was provided. Levels unknown, 4 level posterior fusion. Rod appears out of screw tulips bilaterally at the top level. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous pedicle screw (pps) spinal therapy for an indication of diffuse idiopathic skeletal hyperostosis (dish). It was reported that the set screw came off and the rod was open. The set screws on the top side of both sides are disconnected. There was no patient symptom reported. There were no further complications reported regarding the event.